Event description:
It was reported that the customer had encountered issue with the balloons of silicone indwelling catheters losing fluid and deflating earlier this week. The foley catheter was placed on (B)(6) 2023 in surgery, and it was documented that the balloon was inflated. However, at the time of catheter removal, the balloon was found to be completely deflated (lot# nggr3688). This was the first time they had heard of this issue, but the registered nurse on this patient care unit noted this multiple times recently (lot# unk). Although they did not have any specifics or the catheter. They did re-inflate the balloon yesterday and placed it in a bag to save it. Today, there was some fluid in the bag, which would indicate the balloon was slowly leaking. Per additional information received on 15apr2023, it was reported that the customer were showing that they had a total of four different foleys in their office waiting that they can return for investigation. The 3 catheters that seem to have an issue with deflating balloons, one foley had slipped out of the patient, and nurse stated that they tested the balloon and felt a leak (lot# ngfx5338) other foley (lot# nggx0360) and an other foley (lot# ngg20749). Per follow up via phone (B)(6) 2023, customer had returned four each for testing. No medical intervention was reported for any of the patients involved.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The used two-way red rubber foley catheter was returned without the original packaging. Attempted to inflate the catheter balloon with 10cc di water using a luer lock syringe, however, the water started to spray from what appeared to be a hole under the inflation cap, this is out of specifications. The catheter was evaluated under the microscope at 20x magnification, and a hole was confirmed to be present under the inflation cap on the catheter. The hole was noted to pierce into the inflation lumen. A potential root cause for this event could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling /packaging review is not required as a review of the label could not have prevented the reported event. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the customer had encountered issue with the balloons of silicone indwelling catheters losing fluid, and deflating earlier this week. The foley catheter was placed on (B)(6) 2023 in surgery, and it was documented, that the balloon was inflated. However, at the time of catheter removal, the balloon was found to be completely deflated (lot# nggr3688). This was the first time they had heard of this issue. But the registered nurse on this patient care unit noted, this multiple times recently (lot# unk). Although they did not have any specifics or the catheter. They did re-inflate the balloon yesterday and placed it in a bag to save it. Today, there was some fluid in the bag, which would indicate the balloon was slowly leaking. Per additional information received on 15 apr 2023, it was reported, that the customer were showing that they had a total of four different foleys in their office waiting that they can return for investigation. The 3 catheters that seem to have an issue with deflating balloons, one foley had slipped out of the patient. And nurse stated, that they tested the balloon and felt a leak (lot# ngfx5338), other foley (lot# nggx0360), and an other foley (lot# ngg20749). Per follow up via phone 17 apr 2023, customer had returned four each for testing. No medical intervention was reported for any of the patients involved.